Event description:
It was reported that the customer lost consciousness and the customer's boyfriend called an ambulance. The customer experienced a blood glucose (bg) level of 1200 mg/dl; cause was not known. The customer went to the emergency room and was subsequently admitted to the intensive care unit (ICU) due to the bg and the flu. Bg was treated with intravenous fluids of insulin and saline. Reportedly, the customer was released on (B)(6) 2026 with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.